Manufacturer narrative:
To date the device has not been returned for evaluation. If any additional information becomes available a follow up report will be filed.

Event description:
Enflow cartridge leakage. Cartridge with leakage when connected to stopcock. Not able to screw luer properly. Users changed to a new cartridge and the problem was solved. Issued noticed during the procedure. Procedure was completed as planned.

Manufacturer narrative:
An evaluation was performed on the returned sample cartridge which included a functional and leak test. The cartridge received passed the leak test. The extension was then inspected and was found to have a male luer connector with deformed threads. The connector was from cavity 7 of the mold. The probable root cause is related to a supplier defective component. The supplier has been made aware of this issue and a scar was issued (B)(4).